Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and sinus infections. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 23, 2024 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and sinus infections. There is no allegation of serious or permanent harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation.